Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 43mg/dl and treated with soda. Customer indicated that the low may have been due to a sensor issue. Customer declined to troubleshoot and was advised to monitor the pump and blood glucose and call back if any further issues.